Manufacturer narrative:
The reported event is confirmed as a manufacturing related issue. Evaluation found tear at rubberize layer had caused water leak out. A review of the manufacturing process indicates the process is capable of producing this type of defect. The instructions for use were found adequate and state the following: "contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex".

Event description:
It was reported that the catheter fell out of the patient on the day after placement.